Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment is too tight and is causing skin breakdown. It was reported that there was peeling skin, and that the area is open but not bleeding and was about the size of a half dollar. There was no alleged device malfunction contributing to the irritation. A nurse had been applying a bandage and using an ointment on the area. Distributor remeasured patient and was given larger garments. Follow up indicated that the irritation is getting better.